Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several steps to address the occlusion issue, including disconnecting the tubing, tightening the t:lock, and delivering boluses. The customer was advised to replace supplies as necessary and resume insulin therapy.